Event description:
I have multiple side effects from what my physician agrees is stemming is my breast implants. We've run numerous tests and lab work with no actual medical diagnosis. My immune system is absolutely rejecting my implants, and over the last year my quality of life has suffered. Migraines, rashes, chronic fatigue, memory loss, severe joint pain, ringing in ears, are just to name a few of the symptoms. The FDA has to make more people aware of what can happen to our bodies if our immune systems reject these implants. FDA safety report ID# (B)(4).